Manufacturer narrative:
On 08 february 2016, it was prepared a final report with the information already submitted in the intial report. On 10 february 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Update on 3.dec.2015: the medacta cup and liner were removed along with the stem and head. X-rays are available. The surgery was completed successfully. The hospital will not release the explants. On (B)(6) 2015 the medical affairs director made the following analysis: difficult patient, very shallow acetabula and apparently weak bone. The cup migration was obviously related to poor fixation. I cannot detect if this was due to insufficient primary stability because of lack of press fit, although it is probably so. Weak bone may have limited elastic reaction and therefore limited capability to withhold a cementless device. If there are no systemic contraindications, in such a case a cemented application may be advisable. No reason to suspect that the root cause should be attributed to defective products. (B)(4). No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
The cup migrated superior and spun out of the original position perforating the acetabulum. A revision is scheduled for (B)(6) .2015.